Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-01557. It was reported one of the patient¿s leads was fractured. The patient underwent surgical intervention where the lead was replaced with a new one. During the procedure, the second lead migrated so the physician decided to replace it at the same time. The patient is now receiving effective stimulation. It is unknown which lead was fractured.